Event description:
Device issue: suture pulled out of artery. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, as the knot was advanced to the artery surface, the suture pulled out from the artery. A non-abbott device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4). The device was received. Investigation is not complete.